Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the tube holder disconnects from the non-patient needle when changing the tube. No patient or user impact reported.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the tube holder disconnects from the non-patient needle when changing the tube. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos of the defects for investigation. Therefore, 50 retention samples for each lot from bd inventory were evaluated by visual examination and no abnormalities such as damage or molding defects of the luer adapter threads were found. Also, spin out test of the luer adapter were performed on our retained samples of 8 sets each by using both bd single use holders and bd pronto holders, and no separation or spin out observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of separation during use based on retains testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.